Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r. Upn: m365sc1110020. Model: sc-1110-02. Serial: (B)(6). Batch: 14631463. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 14308703/14228006/14739658/14739658. UDI: (B)(4).

Event description:
It was reported that the patient underwent explant procedure. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent explant procedure in which all device components were explanted due to an unknown reason. The patient was doing well, and all explanted devices were kept by the medical facility.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem field (b5) in section b, adverse event/product problem. D2b: pro code (product code): qrb. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.